Event description:
Pt was using cane seat as a vanity stool in bathroom when bracket holding seat to legs broke. She became tangled in legs of cane and suffered a cut on her right hand which was treated with first aid.